Manufacturer narrative:
Device will not be returned for eval. If the device or add¿l info becomes available it will be reported on a supplemental report.

Event description:
It was reported, on (B)(6), the pt received a gamma3 nail. The pt also suffered from severe osteoporosis. During revision surgery the pt was diagnosed by fluoroscope to have and a distal perforation of the anterior cortex of the femur.